Event description:
It was reported that this right ventricular (rv) lead had dislodged about three days after implant. Subsequently, a lead revision procedure was performed, and this rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.